Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had an issue in which the count of med was wrong. The customer reported that while trying to issue the medication the drawer didn't opened. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medbank tower used in this incident, it was determined that the medication count was incorrect, and the drawer did not open. A technical support specialist guided customer through the process of performing a cycle count to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.